Event description:
Customer reported his insulin pump alerted him to low battery. He tried replacing the battery with three new batteries, but the display is blank. Customer put the original battery back in and the device alarmed failed battery test. Customer's blood glucose is 133 mg/dl. The device was not dropped or exposed to moisture. Customer uses (B)(6) batteries. The battery compartment and contacts are not damaged or corroded. Customer inserted a new battery and the display came back. A replacement battery cap was sent. Customer was advised to monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.